Event description:
Complaint description: an office physician reported that four pts experienced discomfort and symptoms of colitis following sigmoidoscopy procedures. Medical treatment was required for the four ill pts. Note: when the olympus technical service supervisor visited the office on 11/07/2000, the physician explained that osf-3 was used for the sigmoidoscopy procedures associated with pt infections. On or about 11/28/2000, osf-3 was delivered to the olympus repair center. The physician notified the supervisor that the first osf-3 was not related to the infections as initially reported. Some details of the initial visit and investigation of osf-3 are being provided as background.